Event description:
It was reported that pump displayed malfunction alarm code 12, and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was guided through pump reset, confirmed malfunction did not recur, and was advised to continue using pump and call back if any future malfunction alarms occurred.